Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the syringe was leaking from the plunger.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Customer reports syringe was leaking. The manufacturing site did not receive any samples or photos for evaluation. Therefore, the reported issue could not be confirmed. Without a representative sample(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. In addition, without sample, a root cause cannot be determined at this time. Inspectors routinely examine the product to ensure it meets aql sampling criteria. Some potential defects that are inspected for include, but are not limited to syringe barrel leak test, damaged product or components, flash which renders the unit non-functional, holes, splits, or cracks in barrel which permit leakage, incomplete or incorrect assembly of product or package, and excessive lubricant in syringe. Procedures and standard work instructions exist for the setup, operation, and maintenance of the molding machines, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. If information is provided in the future, a supplemental report will be issued.